Event description:
Pt ventilator continually alarming. Physician requested new ventilator. Screen on ventilator went blank with "do not use" in bottom right hand corner. Pt immediately switched to 100% ambu bag. Respiratory therapy biomed removed ventilator. Pt expired after full code at about 09:00. Respiratory therapy biomed stated that the ventilator went into backup ventilation mode after the error conditions (detailed in next section). Ventilator was returned to rental agency on 1/26/99 for further inspection. Biomedical engineering received occurrence report 1/26/99.